Event description:
It was reported that a balloon rupture occurred. A 10 mm x 3.00 mm wolverine coronary cutting balloon monorail was selected for use. During first inflation, it was noted that the balloon has ruptured while increasing up to 6 atm. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. No patient complications reported.

Event description:
It was reported that a balloon rupture occurred. A 10mm x 3.00mm wolverine coronary cutting balloon monorail was selected for use. During first inflation, it was noted that the balloon has ruptured while increasing up to 6 atm. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. No issues identified with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon identified a pinhole leak above the proximal markerband. Bumper tip showed no signs of distal tip damage. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues or damage was noted with either markerband. The device was attached to an encore inflation unit and the balloon was observed to have a pinhole leak.